Event description:
It was reported that the patient required a revision surgeryfor recurrent pain, l4-5 discectomy and plif with insertion of a graft.

Manufacturer narrative:
Per the IFU, "possible adverse effects and complications" include, but are not limited to:"bending, loosening or fracture of the implants or instruments"."loss of fixation"."reoperation".